Manufacturer narrative:
Concomitant medical products: 6944-65 lead implanted: (B)(6) 2004; 4196-88 lead implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission shows the right ventricular (rv) lead having t-wave oversensing (twos) and the right atrial (ra) lead having undersensing. A follow up with the patient¿s healthcare provider yielded that the leads continues to be monitored with no intervention performed. The leads remain in use. No patient complications have been reported as a result of this event.